Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were "taking a long time" to come out of the tubing and cartridge pigtail during the fill tubing sequence. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 260 mg/dl to 280 mg/dl.